Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies. The actual device was leak tested by being injected with 18ml of air with a factory retained tr band inflator. The device was submerged in water. A leak was found at the air injection port. The one way valve was disassembled for further inspection. A transparent foreign substance was found to be adhering to the air sealing part of the rubber tip. Qualitative analysis by ft-ir of the foreign substance found it had a peak which very similar to nylon. The adjustable fastener of this product is made of nylon. The production lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. Based on the investigation result, it is likely the actual tr band sample became deteriorated in its air tightness performance due to a foreign substance (nylon) getting into the air injection port of the one way valve and caught in the air sealing part between the rubber tip and outer cylinder of the one way valve. As a possible cause of the foreign substance having entered the air injection port, the following scenarios can be inferred. (1) during the production process, a fragment of the adjustable fastener got into the peel pack due to some factor(s) and it was not detected during subsequent visual inspection. Afterward, at some time after the visual inspection and before the actual usage, the fragment got into the air injection port. After the product was unpacked, a foreign substance (nylon) got into the air injection port due to some factor(s). From the available information, however, the route through which the foreign substance (nylon) was in the air injection port cannot be determined definitely. The one way valve used for the tr band keeps air tightness by the rubber tip inside the outer cylinder being pushed against the wall of the outer cylinder with the spring. Due to this structure, if there is a foreign substance adhering on the air tightening part, it generates a space, resulting in an air leak at the space. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported an air leak with the reported device. The actual sample was used for hemostasis after the use of a 6fr. Sheathless guiding catheter. The balloons of the actual sample were inflated by being injected an air of 16 ml with the tr-band inflator. Around 10 minutes later, bleeding was noted and the balloons were found to have been deflated. Air was injected again but there was no improvement. The actual sample was changed out to a new tr-band. The amount of lost blood was around 20 ml. The procedure was completed successfully. There was no harm to the patient.